Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was failure of the ccd due to user handling. As stated in the instructions for use, as a preventive measure, "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. No image was observed due to a faulty ccd unit and the coupler was found loose from the mount. The unit was found equipped with a non-olympus cable and it is likely the unit was previously serviced by a 3rd party.

Event description:
A user facility reported to olympus that no image was observed on the screen and the "lock" on the cameral head was noted broken. The problem, as reported to olympus, was found during reprocessing. There was no patient injury or harm, associated with the problem, reported to olympus.